Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The implantable pulse generator (ipg) exhibited possible current leakage in to the surrounding muscle tissue. The lead remains in use. No further patient complications have been reported as a result of this event.